Manufacturer narrative:
The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma- late.

Event description:
Patient reported "rupture" & "seroma suspected". This record is for the left side. Device remains implanted.